Event description:
It was reported that this right ventricular lead exhibited a pace impedance measurement of greater than 3,000 ohms. Boston scientific technical services discussed options with the health care professional. Additional information was received that the physician was wanting the patient to undergo a magnetic resonance imaging (MRI) test which ts noted there was evidence that the lead was fractured so the MRI would be considered off label use. Ts recommended against it and to have the physician follow up with radiology. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.